Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen power shuts off. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g4, g7, h2, h10.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen power shuts off. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h3, h6, h10, h11. Corrected field: h6(device code), h10. At this time, the customer has not requested getinge to evaluate the iabp. However, unrelated to the reported issue, a getinge field service engineer (fse) was dispatched to evaluate the iabp for a schedule preventive maintenance (pm). As part of the pm, the fse replaced the batteries due to expiration, and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen power shuts off. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Device not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen power shuts off. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.